Event description:
The user received a false positive troponin t result for one pt sample on the e2010. The first sample result at 16:35 was "0.3.76" ng per ml. The first repeat result on same sample at 16:55 was less than 0.01 ng per ml. The second repeat result on same sample at 17:15 was less than 0.01 ng per ml. All repeat testing was performed on the same e2010 analyzer. The pt result was reported as less than 0.01 ng per ml. The false high result was not reported because it is the lab protocol to automatically repeat all positive troponin t results. No pt treatment resulted from this false high result. If additional info is received, appropriate notification will be provided.